Manufacturer narrative:
The reported event of premature batter depletion was not confirmed. Further analysis revealed that the device went into bvvi post-explant due to exposure to cold temperature. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the pacemaker exhibited premature battery depletion. The device was explanted and replaced. The patient was discharged in stable condition.